Manufacturer narrative:
(B)(4). Concomitant medical product: not zimmer biomet devices (amplitude): dual mobility cup saturne ii size 52 uncemented, reference 10111352, lot number: 276758. Inlay saturne size 52/28, reference 10103752, lot number: 273360. Zimmer biomet devices: exception std stem right sz 4, reference ps126y04, lot number: 000120023. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It has been reported that the patient underwent a surgery to implant a total hip prosthesis due to a femoral neck fracture on (B)(6) 2018: dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia: on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in the current complaint. On (B)(6) 2019, the patient had a luxation which led to the revision of the cup and the head, handled in (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : a2, a3, b5, d5, d10, e1, e3, g4, h2, h3, h4, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. X-rays review have not showed any prosthesis anormaly, however the medial record indicates that the patient suffered from a luxation. The reported event could be confirmed. The review of the device manufacturing quality record indicates that 22 products chrome cobalt head modular neck 28 standard 12/14, reference p0206m28, batch j6236335 were manufactured on 03rd august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint (medical: dislocation or medical: luxation). 4 complaint (including the current complaint) on the issue has been recorded for modular head cocr 28mm medium, reference p0206m28, batch j6236335 within one year. The IFU of the crco head review shows that only zimmer biomet products are compatible with the crco head. According to available data, the potential root cause could be an incompatibility of the zimmer biomet devices with the amplitude devices. A summary of the investigation has been sent to complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a surgery to implant a total hip prosthesis due to a femoral neck fracture on (B)(6) 2018 : dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia : on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in the current complaint. On (B)(6) 2019, the patient had a luxation which led to the revision of the head and the cup, handled in (B)(4). The patient has diabete type 2 (dnid), cholesterol, dystyroïdie, parkinson disease and hypertension (hta). No additional patient consequences were reported.

Event description:
It has been reported that the patient underwent a surgery to implant a total hip prosthesis due to a femoral neck fracture on (B)(6) 2018 : dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia : on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in the current complaint. On (B)(6) 2019, the patient had a luxation which led to the revision of the cup and the head, handled in (B)(4).

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.